Event description:
The rep reports that during a lap roux-en-y, the device was not loading. The jaws seems to loose. Tried to load, simply fell out. Put device in patient and didn't seem to hold. No patient consequence. One device returning.